Manufacturer narrative:
The initial complaint was reviewed and the device was found not reportable. Rescind initial medwatch# (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth was not provided for reporting. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 393.10, lot# l236587. Manufacturing location: (B)(4), manufacturing date: jan 20, 2017. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nailing procedure on (B)(6) 2017, while removing the shanz screw, the universal chuck with t-handle locked onto the screw and would not release it. When the surgeon was removing the reaming rod the small universal chuck with t-handle tip broke (fragment lost). Other available devices were readily available. The procedure was completed successfully with no delay or patient harm. The surgeon was going to use a flexible shaft connector to use with hand drill but it was found broken. It was unknown when the device broke. Upon receipt of the device at manufacturer, it was noted that the chuck with t-handle was also missing one of the jaws. Concomitant devices reported: shanz screw (part # unknown, lot # unknown, quantity 1). Incident regarding flexible shaft connector is captured under (B)(4). This report is for one (1) universal chuck with t-handle. This is report 1 of 2 for (B)(4).